Event description:
It was reported that during a biliary stenting procedure, stent dislodgement and migration occurred. The lesion being treated was a restenosis in the mid to inferior bile duct. The other manufacturer's guide wire was advanced through the duodenum and the sheath was inserted. No predilation was done. When the physician attempted to deploy the express biliary ld stent, difficulty was encountered due to the tortuosity. Therefore, the physician attempted to remove the stent delivery system noting severe resistance. The express stent came off of the delivery system. The physician attempted to advance the delivery system back through the express biliary ld stent, however, this was unsuccessful. The physician then unsuccessfully attempted to remove the express biliary ld stent with a snare and balloon catheter. Another balloon catheter was attempted to be advanced through the stent, however, the stent migrated to the right hepatic duct b8. A percutaneous transhepatic cholangeal drainage was inserted temporarily. No pt complications were reported. The physician scheduled another procedure 3 days later to remove the express biliary ld stent, however, the procedure was canceled as the pt was transferred to hospice. Additional info has been requested but has not been provided.